Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10 trackwise # (B)(4). The lot # 25151015 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. [17080-per 90508578/at and 90520752/aw dunnage product reconciliation form, mcv00052213 and packing list must be attached to each sterile load. Five sterile loads were received at xpo without the dunnage form and packing list attached. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, proxima centauri was placed, but bleeding continued without hemostasis, so it was replaced with a new hs . Hemostasis was possible after replacing with the new hs . The surgery was completed successfully and the patient had no problems.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, proxima centauri was placed, but bleeding continued without hemostasis, so it was replaced with a new hs. Hemostasis was possible after replacing with the new hs. The surgery was completed successfully and the patient had no problems.